Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead experienced decreasing impedance and loss of capture. It was also reported that "the rv lead has fractured" and apparently "unraveled." The lead was capped and replaced. No patient complications were reported as a result of this event.